Event description:
It was reported to philips that the therapy knob on the device was physically broken and not responding correctly to the therapy settings. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the therapy knob on the device was physically broken and not responding correctly to the therapy settings. There was no reported patient involvement/adverse patient impact. One processor pca was returned for failure analysis. Since the therapy switch was not returned to the failure analysis (fa) lab, the fa engineer was unable to verify the claim that the therapy switch was physically broken; therefore, that issue could not be verified/duplicated during lab tests. However, a failure was found (boot loop) with the returned processor pca. The failure was isolated to a corrupted program code in the flash memory u39/u40.